Manufacturer narrative:
Of the four devices, two lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation, however, medical records were provided for all malfunctions. For three malfunctions, the investigation was confirmed for filter tilt and perforation of the inferior vena cava (ivc). For one malfunction, the investigation is confirmed for perforation, however, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved all 4 patients with no consequences. Three female and one male patients ages were reported ranging from 49 to 74 years. Two patients weight were reported ranging from (B)(6), however, the weight of remaining two patients were not provided.